Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, eight months, thirteen days following the implant of this transcatheter bioprosthetic valve, the valve was replaced, valve-in-valve, for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported high gradient can be attributed to the fact that the evolut r was implanted into an existing surgical valve. A valve-in-valve procedure can cause a decrease in effective orifice area (eoa) due to the size and thickness of the valve frame. A stenosed surgical valve can also diminish the maximum eoa of the implanted evolut r and contribute to an elevated gradient. Other contributing factors could be valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricle (lv) out flow obstruction, patient pressures, lv dysfunction, etc.). Based on the available information, an assignable cause for the high gradient cannot be determined. It was reported that the frame was under expanded when deployed inside the surgical valve. Per evolut IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. The event description of paravalvular leak (pvl) does not indicate a potential manufacturing issue. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. It is unknown if the report of the valve being under expanded, played a role in the reported pvl. In this case, no treatment was deemed necessary at the time of the pvl, however, the case has been reviewed by the medtronic team to analyze the computed tomography (CT) to determine sizing based on CT, and discuss if a third transcatheter valve within the first two is doable. A course of action has not been determined. At this time a third valve has not been implanted. This event does not indicate device misuse or malfunction. Updated data: h6 method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received that immediately following bioprosthetic valve implant, into an existing, failing non-medtronic surgical valve (manufacturer unknown), the gradient was 10 mm hg, one day following valve implant the gradient had increased to 22 mm hg. One month, nine days following valve implant, the gradient remained the same, but mild-moderate paravalvular leak (pvl) was noted. Three years, seven months, sixteen days following valve implant, the gradient had decreased to 16 mm hg with a jet velocity of 2.6 and the pvl increased to moderate-severe. There were concerns that the gradient and jet velocity were underestimated, the valve appeared under-expanded, and a possible low-flow low-gradient patient. The case was presented to a medtronic tavr team to analyze the computed tomography (CT) to determine sizing based on CT, and discuss if a tav in tav in sav is doable. A course of action has not been determined - whether to medically manage or intervene with a third valve; at this time a third valve has not been implanted. No adverse patient effects were reported. H6. Updated the patient and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.